Manufacturer narrative:
Additional information has been requested and information was received, that surgical reports and patient details are currently unavailable. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder, fracture, humeral head, left, 40 on the left side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to rotator cuff tear. During this first revision on (B)(6) 2017, surgeon was not able to extract the product. A second revision was scheduled for (B)(6) 2017. However, this date is not confirmed and it is unknown if the device was explanted or not.

Manufacturer narrative:
Concomitant medical products: - ref#: 01.04207.072, lot#:2797648 , name: anatomical shoulder, fracture, humeral stem, 7-130. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: rotator cuff tear. Reviewof event description: patient was implanted with anatomical fracture system on (B)(6), 2015 and had a rotator cuff tear. A first surgery was performed but the surgeon was not able to extract the product. A second revision was performed later on to extract the product and is reported in case (B)(4) (0009613350-2018-00137 and 0009613350-2018-00138). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. At the time of this complaint, the products were still implanted. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - fixation is insufficient, loss of function, loosening, pain, stability due to implant-instrument relationship generates too little press-fit possible: no information received about implantation. No surgical report is available. No x-ray received. - fixation is insufficient, loss of function, loosening, pain, stability due to too large rasp is used for stem possible: no information received about implantation. No surgical report is available. No x-ray received. - loss of function, reduced rom, glenoid damage, soft tissue damage due to compromised range of motion (vs. Pe or cartilage) by incorrect design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - poor reconstruction, loss of function, rom restriction, pain due to number and spacing of suture holes insufficient to meet clinical need possible: no information received about implantation. No surgical report is available. No x-ray received. - insufficient exposure of joint, poor surgical outcome, mal-positioning/alignment due to surgeon deviates from recommended surgical approach (i.e. Not delto-pectoral) possible: no information received about implantation. No surgical report is available. No x-ray received. - poor post-operative outcome. Due to implants used for other than labelled indications possible: no information received about the indications. Conclusion summary: patient was implanted with anatomical fracture system on (B)(6), 2015 and had a rotator cuff tear. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder, fracture, humeral head, on the left side and underwent a revision surgery after two years due to rotator cuff tear. During this first revision, the surgeon was not able to extract the product. A second revision was performed on december 22, 2017 to extract the product and is reported in case (B)(4) (0009613350-2018-00137 and 0009613350-2018-00138).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder, fracture, humeral head, left, 40 on the left side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to rotator cuff tear.